Event description:
Nurse had problem disconnecting injector from the connector while giving an IV push. The nurse said the blue latch was down. The nurse used more force to disconnect the pieces. When disconnected, the needle was exposed. A needle stick occurred.